Event description:
The patient, who was enrolled in a post market study, had a follow-up coronary angiogram (cag) conducted and restenosis was observed inside two of three previously implanted cypher stents in the right coronary artery (rca). There was a 90% re-stenosis inside a 3.5 x 23 mm cypher implanted at the proximal end of the rca and a 50% re-stenosis inside a 3.0 x 28mm cypher implanted at the mid section of the rca. To treat the proximal re-stenosis, a balloon angiplasty was conducted with a 3.5 x 15mm balloon at 24atm for 60 seconds inside 3.0 x 28mm cypher. The residual percent of stenosis was 0 for both lesions. The procedure was successful and patient was in stable condition when the procedure was completed.